Event description:
It was reported that during dft testing post right ventricular lead placement, therapies from the device were unable to convert the induced vf. The shocking vector was set to exclude the svc coil due to the system being a right sided implant. External defibrillation through r2 defibrillation pads was also unsuccessful on multiple attempts. The vf was successfully converted with external defibrillation using paddles. The ICD system remains implanted and no programming adjustments were made. The patient was in stable condition the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.